Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a misassembled introducer needle is confirmed; however, the exact cause is unknown. One photograph of an introducer needle was returned for evaluation. An initial visual observation of the photograph showed a partially unraveled sterile barrier cloth. An introducer needle was on the cloth, and the needle guard was lying next to the needle. No obvious use residue or damage was observed on the needle in the photograph. There were no distinguishing features which could aid in identifying a specific root cause of the introducer needle outside of the kit tray. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a needle outside of the midline kit. Fortunately, no one was poked/injured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.